Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident information. Based on the case description, it appears that the guide wire was stented over and trapped between the stent and vessel wall. Per IFU "consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent". The reported separation is most likely due to case circumstances; however, without the device, a through analysis could not be performed and a definite root cause could not be determined.

Event description:
Reporting status: death - medical intervention/permanent damage. Reporting rationale; separated guide wire remaining in patient, perforation/cardiac tamponade, cardiac arrest subsequently the patient expired. Device issue: guide wire tip separation. It was reported that the procedure was to treat lesions in the circumflex (cx) and marginal. Two guide wires were used and two stents were implanted. When the one bmw guide wire was removed, approximately 3 cm had separated and remained in the cx; however, it had been pulled back and part of the tip was sticking out into the left main. It was further reported that a shard from the guide wire caused a perforation and a cardiac tamponade occurred. Before a snare device could be inserted, the patient went into cardiac arrest. Attempts to revive him were unsuccessful and the patient subsequently died. Reportedly, there was no abnormal resistance felt during the procedure, and there was no obvious defects noted on the guide wire during inspection prior to use. No additional event or patient information is available.